Event description:
Patient presented to the physician with ongoing muscle soreness and right-sided jaw pain after using therapy. Physician brought the patient into the or and removed the entire inspire system.